Event description:
The patient stated that they had her pump turned off because she had a punctured or split catheter line. They further stated that there was leakage; that ¿it was either a puncture or a kink in the catheter line¿. They stated they had surgery to correct it; that their healthcare provider spliced the catheter or the tubing inside that went around from the pump into her spine.

Manufacturer narrative:
Product ID: 8709 lot# j10881r27, implanted: 2001 (B)(6), product type catheter. (B)(4).

Event description:
It was later reported that the revision of the existing catheter occurred on (B)(6) 2008. The root cause of the issue was a catheter leak due to a catheter fracture in the lumbar area. The patient experienced reduced pain benefit. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).